Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch. Multiple repositioning attempts were performed, until at one pint the helix was not able to retract any longer. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch. Multiple repositioning attempts were performed, until at one pint the helix was not able to retract any longer. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.